Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the adhesive patch occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient developed redness, a rash, wheals, and itching, initially under the sensor patch but spread to other areas of the body. The patient experienced itching and had scratched the skin until it bled. A week after the initial reaction, a healthcare personnel (hcp) was consulted who diagnosed the patient with allergic dermatitis and prescribed oral fenistil tablets (antihistamine/anticholinergic) and fucicort (topical antibiotic) cream. The reaction improved with the fenistil tablets; however, the tablets caused sleepiness and the patient stopped taking them. The patient changed to over the counter desloratadine which moderately relieved the itchiness but not the rash. After two and half months, the patient tried barrier products which were successful. Photographs were provided and confirmed the reaction; however, no information about the photos were provided. No data or product was provided for investigation, however, a photograph was provided. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.